Event description:
The lay user/patient contacted lifescan (lfs) alleging that the product was having the following packaging issue: missing control solution from the one touch ultra link meter kit. There were no allegations of harm or injury.